Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and barbed suture was used. During the procedure, doctor sutured the patient's wound during surgery. The needle entered the abdominal cavity for suturing. During the suturing process, the suture broke, and the doctor removed the needle and the broken suture. And used a new suture to suture it. There were no adverse reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4) h6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: were there any adverse consequences associated with the patient? - what was the appearance of the suture during the removal? Received information as following from sales rep via phone today. Please refer to the event description, other information requested is unknown.

Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 7/2/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d9, h3, h6 a manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 investigational summary: the product was returned to ethicon for evaluation. One used needle suture in two sections outside the packaging was received for analysis. Product code sxpp1a405. During visual inspection of the returned sample, the swage and attachment area were noted to be as expected. The suture pieces were examined, and the ends were noted to be cut and crushed probably caused by a surgical instrument. In addition, body fluids were found at the end of the suture pieces. As the suture is absorbable and the duration of exposure of the suture in the environment could not be determined, the functional test could not be performed. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.